Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was hospitalized with severe sepsis and bacteremia. Admission to rose from (B)(6) 2015 to icm. She had blood cultures that grew out e.coli. She had 2 CT scans to rule out abscess, uterine perforation, and bowel injury. Pt was discharged.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. The following day the patient was experiencing abdominal pain and had a fever. The patient became "septic". We have been unable to obtain additional information surrounding this event.